Event description:
It was reported by the patient that she had a medtronic pacemaker implanted last year and is very disappointed with the outcome. The patient claims that she has had very little improvement in her ability to enjoy outdoor activities. The patient also reports that when she exerts too much energy, her heart rate will slowly increase to 150 beats per minute (bpm) and then drops suddenly to 80 bpm where it stays for a prolonged time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.